Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
A (B)(6) customer alleged false positives for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. No harm was alleged. The sample was first tested invalid with g2 flag for sars-cov-2, flu a and b. Afterwards it was diluted 1:1 with utm and retested. False-positive results were alleged with the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system for patient sample 1 in run #3950 on (B)(6) 2021 on cobas liat unit sn (B)(4). All three targets (sars-cov-2, flu a, flu b) were called positive. The customer repeated the run on another cobas liat system on (B)(6) 2021 with the same sample tube and the result was negative for all three targets (sars-cov-2, flu a, flu b). New samples were taken from the patient twice and tested on another pcr instrument from altona using altostar® sars-cov-2 rt-pcr kit 1.5. The retested samples generated negative results twice for sars-cov-2. They tested also for influenza a/b on the altona instrument and got 2x negative results for influenza a and b. Additionally, the new samples were tested on roche sars-cov-2 rapid antigen test with sars-cov-2 negative result. The sample was collected with a nasopharyngeal swab and the collection media yocon viral sampling kit. As per the method sheet, the nasopharyngeal swab collection kits to be used with the test are flexible minitip floqswab with universal transport media (utm®) from copan diagnostics or bd universal viral transport (uvt) 3-ml collection kit with a flocked flexible minitip swab. Collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. An investigation to evaluate the customer issue is ongoing.

Manufacturer narrative:
A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190. (B)(4).